Event description:
A (B)(6) male pt's nurse called zoll customer support to report that his battery would not hold a charge. The pt was provided with a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon eval, battery would not hold a charge nor power up a monitor. Liquid contamination was discovered in the battery pack causing corrosion on the pca board. The root cause of the liquid contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.